Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement and loss of capture (loc). A new lead was implanted. No additional adverse patient effects were reported.